Event description:
The customer reported that the system was tracking to max technique and not making x-ray. This rendered the sys unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage supply regulator, backplate, snubber board and system batteries were replaced. The system was then found to be operating as intended.